Manufacturer narrative:
Updated event description. The router reported broken in this event occurred during testing at the manufacturer. The router involved was not a customer router but a stryker service testing router which was reused.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event. It was subsequently reported that the router which broke was a stryker service test router.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.